Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
On the day the implant was placed in ada site 13 in the mouth, primary stability was not achieved in type I bone. Another implant was not placed in the same site on the same day. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. (B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
On the day the implant was placed in ada site 13 in the mouth, primary stability was not achieved in type I bone. Another implant was not placed in the same site on the same day. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).